Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported that customer's insulin pump has been receiving a lot of no delivery alarms lately. Customer inserts in the abdomen and does not have scar tissue. His blood glucose was unknown. Insulin exited during a fixed prime. Customer cannot remove the infusion set right now to check for a bent cannula. Customer was advised of possible insertion site and occlusion issues. He was advised to change his infusion set. Nothing further reported.